Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a leak at the level of the set drain bag near the stopcock. This component is provided by a vantive supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.